Event description:
While performing an egd, we passed the resolution endoclip down the scope. When the clip came into view on screen it was noted to be dangling from the tip of deployment device. No harm occurred to pt. We never attempted to deploy device. Endoclip was pulled out of scope and set aside. Different clip was used without incident.